Event description:
A customer contacted beckman coulter, inc. (Bec) to report a burning smell in connection with a synchron lx20 system. The customer heard a popping noise and the instrument generated multiple power supply and temperature related errors. The customer smelled an electrical burning smell but did not see any smoke. The fire department was not notified. The customer performed a complete shutdown and calibrated the modular chemistry (mc) side and ran controls. The customer heard a clicking sound during operation that seemed to have come from the mc side. Bec customer technical support (cts) advised the customer to not operate the instrument until a bec field service engineer (fse) evaluates the instrument. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse could not duplicate the problem. The fse checked all fans and power supplies, and found no issues. The fse suspected an overheating problem. The lab was warmer than usual and the top panel vent holes were blocked. The fse advised that the customer clear the vent holes to prevent the problem from returning. Bec identifier for this report is (B)(4).